Event description:
It was reported that a catheter was depressed at the valve and ups and downs were seen when flushing the catheter. The catheter wall may be damaged, unable to achieve sterile isolation. It was stated this occurred with eight devices. This report addresses the eighth device.

Manufacturer narrative:
H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged powerpicc was inconclusive since the original sample was not returned for investigation. One unopened powerpicc solo kit was returned for investigation. The kit was from lot # redu2413. A visual and microscopic examination of the catheter revealed nothing remarkable. A functional test revealed no leaks or damage to the catheter. The complaint was inconclusive since the affected product was not returned for investigation and the reported event could not be confirmed on the unused returned sample.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2413 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (redu2413) have been reported from the same facility in (B)(6).

Event description:
It was reported that a catheter was depressed at the valve and ups and downs were seen when flushing the catheter. The catheter wall may be damaged, unable to achieve sterile isolation. It was stated this occurred with eight devices. This report addresses the eighth device.